Event description:
During a follow up call on (B)(6) 2012, for an unrelated issue, the caregiver (cg) stated that the patient expired approximately two and a half years ago. Product surveillance contacted the dialysis clinic on (B)(6) 2012, regarding the patient expiration. The dialysis nurse advised the patient did not belong to the clinic. The facility nurse was advised the patient belonged to the clinic in 2009, and that baxter recently received a report that the patient had expired. The facility nurse was requested to provide the date of death, cause of death, and if the death was related to peritoneal dialysis (pd) therapy. The nurse indicated no information regarding the patient's death was available.

Manufacturer narrative:
(B)(4). The patient reportedly expired approximately two and a half years ago (2009). A review of the device's logs revealed no failure, malfunction or increased intraperitoneal volume (iipv)that could have caused or contributed to the incident. The device was received and routed to service prior to the baxter product analysis lab (pal) being made aware of its complaint status. Therefore, the sample is not available to evaluate. No allegation was made against any baxter product. The issue was not confirmed. The assignable cause was undetermined

Manufacturer narrative:
(B)(4). Baxter is attempting to obtain additional clinical information related to this incident. Upon completion of the evaluation, a follow up report will be submitted. Should additional information become available a follow-up will be submitted.